Event description:
Physician was placing a biliary tube for hepatic drainage. When he tried to remove the guidewire it began to unravel. Once he got the "slinky" looking wire out of the patient, he had to start over, as the wire had also damaged the catheter. A new drainage tube was placed, and the patient was not injured.